Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard 360 femoral augement, catalog #: 185304, lot #: 488720; series a patella, catalog #: 184766, lot #: 085270; biomet 360 tibial augement, catalog #: 185223, lot #: 591280; biomet splined knee stem, catalog #: 148319, lot #: 750680; biomet splined knee stem, catalog #: unk, lot #: unk; vanguard ssk tibial bearing, catalog #: 183890, lot #: 453420; biomet 360 offset adapter, catalog #: 185210, lot #: 195020; vanguard 360 tibial tray, catalog #: unk, lot #: unk; biomet 360 tibial offset adapter, catalog #: 185211, lot #: 180930; biomet 360 taper screw, catalog #: 185213, lot #: 014910; vanguard 360 augment, catalog #: 185424, lot#: 009030; vanguard ssk 360 femoral, catalog #: 185284, lot #: 2780388; biomet unknown cement, catalog #: unk, lot #: unk. It is unknown whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01697, 0001825034-2019-01698, 0001825034-2019-01699, 0001825034-2019-01700, 0001825034-2019-01701, 0001825034-2019-01702, 0001825034-2019-01703, 0001825034-2019-01705, 0001825034-2019-01706, 0001825034-2019-01709, 0001825034-2019-01710. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent a left total knee procedure. Subsequently, patient is experiencing continued pain, limping, unable to walk long distances or for extended time frame, unable to kneel, uses stairs with difficulty, and uses crutches or walker to ambulate.